Manufacturer narrative:
The impella cp and purge cassette were returned for evaluation. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The cause of the bleeding and hematoma was most likely interaction with the ECMO cannula, which caused issues when inserting the introducer sheath. The cause of the suction was most likely an adverse event related to the patients condition, as clinical details state the patient was on ECMO support, and placement signal is seen trending down throughout the case. The cause of the saturated flow was most likely biomaterial ingestion, but the cause of the biomaterial was not determined due to insufficient clinical details. The device passed all post sterile inspection criteria.

Manufacturer narrative:
The impella device was not received from the customer as it was not explanted when the patient died. Therefore, investigation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient implanted with an impella cp had a left femoral artery hematoma at the access site. Pressure was held and the hematoma was expressed. It was soft and shrinking in size. There was also bleeding from a puncture site next to the impella which was treated with a suture, a safeguard dressing, and tegaderm. Later, the impella leg lost doppler pulses on the impella leg. The vascular team was consulted. Per the team, the patient has peripheral artery disease. The patient experienced continuous suction the impella seemed to be in the papillary muscle. When the pump was repositioned, the motor current would flatten. Automated impella controller waveforms were showing signs of flow saturation. The decision was made to replace the impella cp with another impella cp. Four days later, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.